Event description:
The customer reported that the pumps stopped infusing while transporting the patient. Infusing at the time was epinephrine (6mcg/min), insulin (4 units/hr), phenylephrine(25mcg/min) and plasmalyte. The patient required unspecified intervention to restore their vital signs.

Manufacturer narrative:
The customer¿s report of pumps stopping during an infusion was confirmed. Physical inspection of the device noted the instrument seal intact. The device was received with the battery unattached to the pcu. The batteries from both pcu¿s in use at the time of the reported event were replaced prior to being returned for investigation. Both were said to have an install date of (B)(6) 2016. The battery log for pcu s/n (B)(4) shows the lb3 ¿ battery discharged alarm occurred 13 minutes after ac power was disconnected on a fully charged battery. If the system was running at the highest possible load (1200mah) this translates to a battery capacity of 260mah, which is very, very low and is past the end of its useful life. The battery log goes back 26 months (29 september 2016 ¿ 30 november 2018) and has no evidence of battery conditioning. Testing on both pcu¿s indicates that the devices are charging batteries properly. The proximate cause of the customer¿s report of pumps stopping during an infusion was identified as due to a lb3 alarm (battery discharge). When this occurs the infusions are paused and the user is prompted to either plug in the pcu or power the system off. The probable cause of the customer¿s report of battery discharge is most likely due to the batteries reaching the end of their useful life. Because the incident batteries were not returned for this investigation a root cause was not determined.

Manufacturer narrative:
The customer¿s report of pumps stopping during an infusion was confirmed. Physical inspection of the device noted the instrument seal intact. The device was received with the battery unattached to the pcu. The batteries from both pcu¿s in use at the time of the reported event were replaced prior to being returned for investigation. Both were said to have an install date of (B)(6) 2016. The battery log for pcu s/n (B)(4) shows the capacity of the battery at 10:52 pm on (B)(6) 2018 (time of lb3 ¿ battery discharged) was 2288mah. This capacity is very low and suggests the battery is at the end of its useful life. The battery log only goes back 3 months ((B)(6) 2018 ¿ (B)(6) 2018) and has no evidence of battery conditioning. Testing on both pcu¿s indicates that the devices are charging batteries properly. The proximate cause of the customer¿s report of pumps stopping during an infusion was identified as due to a lb3 alarm (battery discharge). When this occurs the infusions are paused and the user is prompted to either plug in the pcu or power the system off. The probable cause of the customer¿s report of battery discharge is most likely due to the batteries reaching the end of their useful life. Because the incident batteries were not returned for this investigation a root cause was not determined.

Event description:
The customer reported that the pumps stopped infusing while transporting the patient. Infusing at the time was epinephrine (6mcg/min), insulin (4 units/hr), phenylephrine(25mcg/min) and plasmalyte. The patient required unspecified intervention to restore their vital signs.